Manufacturer narrative:
Files analysis is still ongoing; results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the screen freezes, it was no longer possible to do anything on the tablet. Removing the battery resolved the issue.

Manufacturer narrative:
Review of the provided files did not permit to find traces of freeze nor battery removal on 12-sep-2025. However, two warnings are visible on 9-sep-2025, which can cause freeze. The warnings are related to communication issue between windows and the hard disk. Analysis of the returned subject device did not permit to reproduce the reported event, the programmer works correctly without freeze. Since no additional findings were visible, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that the communication errors from unknown origin between windows and hard disk caused the freeze. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 12-september-2025, the screen freezes, it was no longer possible to do anything on the tablet. Removing the battery resolved the issue.